Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that varying impedance, a suspected insulation damage and suspected fracture were noted on the ra lead. It was also reported that high thresholds were noted on the right ventricular (rv) lead. A kink was observed however it was unable to determine which lead was kinked. The lead remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead warning with low impedances. The lead remains in use. No patient complications have been reported as a result of this event.